Event description:
It was reported that a patient underwent a sling procedure in 2009. Post-operatively, the patient presented with a tape erosion three months later. The patient is due for closure four mohts later, the event is listed as ongoing.

Manufacturer narrative:
Date sent to the FDA: 08/05/2009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.